Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the driver broke within the screw, and surgeon removed the bits of driver piece by piece with irrigation and forceps. Most of debris were removed. Driver piece is still in screw head and could not be removed." The procedure was delayed by 20 min.

Event description:
As reported: "the driver broke within the screw, and surgeon removed the bits of driver piece by piece with irrigation and forceps. Most of debris were removed. Driver piece is still in screw head and could not be removed." The procedure was delayed by 20 min.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: the received screwdriver was found to be broken in the tip region. The characteristic of the breakage exhibits typical brittle fracture. Slight deformation of edges of breaking point can also be seen. Overall, this indicates towards exertion of excessive twisting force and non-axially upto the extent of breaking the tip. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is deemed to be user related. The nature of breakage indicates towards torsional overloading of the screwdriver, apparently during the surgery. If any additional information is provided, the investigation will be reassessed.